Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20199.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20199. It was reported the patient experienced ineffective stimulation. Diagnostics of the scs system revealed invalid impedances. A sjm representative tried troubleshooting to no avail. X-rays are requested and surgical intervention will be taken at a later date to address the issue. The patient received two leads. It is unknown which one is related to the issue. Therefore, all the suspected devices are reported.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20199. Further follow up identified one of the leads was explanted and replaced which resolved the issue. The physician suspected a fracture on the explanted lead. Effective therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: result the complaint for ¿invalid impedances¿ was confirmed. Microscopic inspection of lead revealed a kink with all broken wires. The fracture was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
One of the ipg (implant date: (B)(6) 2010) was inadvertently added in concomitant products section. It was not implanted at the time of the event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20199.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.